Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture the event of intestinal obstruction. Intestinal obstruction is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was hospitalized due to an intestinal obstruction. It was reported an endoscopy was performed during which the intestinal tube was discovered to be displaced in the colon which caused the intestinal obstruction. It was reported that the patient's colonoscopy had to be interrupted due to the intestines not being cleaned sufficiently. On (B)(6) 2023, the patient underwent a second colonoscopy during which the intestinal tube was successfully removed from the patient and a new freka 12 ch was implanted.